Event description:
The home patient (hp) contacted (B)(6) requesting assistance to bypass the initial drain on the homechoice (hc). The hp stated he was not connected. The hp stated he was instructed in a previous call to start over with new supplies and call back for assistance with bypassing. The technical service representative (tsr) assisted the hp to bypass and asked the hp if he had changed cassette and bags. The hp stated he only changed out the cassette and connected the same bags. The tsr advised the hp he must change both cassette and bags. The hp refused to change the setup; however, the tsr explained why the hp must change entire setup. The hp agreed to start over with new supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Should any further information become available, a follow up will be sent.

Manufacturer narrative:
(B)(4). This complaint for use error was confirmed due to the patient only changing out the cassette and connecting the same bags. The cause of the use error is undetermined. The label review found the patient at home guide to be adequate for the use error in this incident. This issue is being investigated through a CAPA.